Manufacturer narrative:
According to the customer, on (B)(6) 2024 they were reaching for the rollator when they "lost their balance" and "fell onto the rollator". The customer reported when they fell onto the rollator, they landed on the "handbrake assembly", and the handle is now cracked and broken. The customer reported they developed bruising on their face, but did not seek any medical care at the time because they "felt fine". The customer reported during a "scan" that was performed to monitor progress of a diagnosed "cancer" on (B)(6) 2025, they found a "recent rib fracture". The customer reported they do not know if the fracture was caused by the fall but believes it may have been the cause. The customer reported the rollator did not cause the fall; the fall was related to their "loss of balance". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 they were reaching for the rollator when they "lost their balance" and "fell onto the rollator".

Manufacturer narrative:
Update to d9: device returned. Update to h3: device evaluated. Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.